Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. The patient was scheduled to have the pump interrogated on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was non-malignant pain. It was believed the pump was delivering morphine but was not certain. The date of the event was unknown and was the past couple months; approximately (B)(6) 2017. It was reported the patient had a bad fall (no details on fall) and was flown to a hospital. The managing hcp does not practice at this location. The neurosurgeon decided not to operate on the patient and wanted the pump adjusted. It was believed that the attending hcp or a resident made adjustments to the pump. The patient was overdosed and it was believed the patient went immediately to the intensive care unit (ICU) as a result of the overdose and wound up "nearly dying". The reporter thinks the patient "coded". The patient¿s spinal cord got compressed and had to be rushed to the surgery they didn't want to do and was "very very sick as a result of all this" but has now "pulled through". No further complications were reported.